Event description:
According to the reporter: the patients present with a small irritation, thinning of the skin and/or a small ulceration on the undersurface of the skin flap as the suture comes to the surface.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the plastic surgeon is experiencing issues with the product. The sutures split and come undone. The patient comes back a year later with complications and have to go under reoperation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two device opened by account. The visual inspection of the opened samples noted receipt of two sutures and no needle. From the opened sample, it was observed, under magnification, that the suture appeared to have split under tension. A tactile and microscopic examination of all received sutures revealed no signs of material or assembly process damage. Unfortunately, since no sealed samples were received, a tensile strength test could not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.